Event description:
A patient reported blood glucose results of 2.1mmol/l and 5.2mmol/l with a lifescan meter, performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Patient was hospitalized for 1 day. There is no clinical data available that the meter contributed to the hospitalization.